Event description:
It was reported that the pacer dependent patient presented to the clinic for routine follow up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced successfully on (B)(6) 2017. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.